Event description:
It was reported that, while doing an x-ray exam, had 2 different gloves rip open while positioning the patient. The first time was moving the patient's leg for the x-ray positioning, and the glove tore open at the fingertips, the second time was trying to move the patient back in his wheelchair and the entire glove ripped in half at the palm. No blood exposure or any other known exposure in this instance. This is not the first instance gloves have been ripping during use, leaving employees susceptible to blood exposure (i.e. During IV sticksor while taking x-rays), chemical exposure (i.e. While cleaning withpurple top or bleach wipes).

Manufacturer narrative:
It was reported that, while doing an x-ray exam, had 2 different gloves rip open while positioning the patient. The first time was moving the patient's leg for the x-ray positioning, and the glove tore open at the fingertips, the second time was trying to move the patient back in his wheelchair and the entire glove ripped in half at the palm. No blood exposure or any other known exposure in this instance. This is not the first instance gloves have been ripping during use, leaving employees susceptible to blood exposure (i.e. During IV sticksor while taking x-rays), chemical exposure (i.e. While cleaning withpurple top or bleach wipes) there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.